Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 months post implant of this 28mm tricuspid annuloplasty band and 42mm mitral annuloplasty band, an electrocardiogram (EKG) discovered atrial tachycardia with a 2 - 1 atrioventricular (av) conduction. The patient was subsequently admitted to the hospital, and 1 day later, a transesophageal echocardiogram (tee) cardioversion was performed. The reason for the intervention was due to atrial fibrillation with rapid ventricular response. No additional adverse patient effects were reported.